Event description:
(B)(4). I had essure placed in (B)(6), despite the fact that I had wanted a tubal ligation. Since the day of (B)(6) 2015 I have had bloating. Serious pains in my stomach and back. I have gained 23 pounds since despite the fact that I eat healthy and work out 4 times a week. Some days I can not get up. I recently had a miscarriage on (B)(6) 2015. I often pass out, I am always fatigued. I have daily pain. No amount of medication I take makes the pain subside.